Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes), h11. Corrected fields: d7a. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that linear 40cc iab (intra-aortic balloon pump) had a burst along the entire length of the balloon.

Manufacturer narrative:
Updated fields: b4,e2,e3,g1,g6,h1,h2,h3,h6(type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and traces of blood observed on the exterior of the catheter with the one-way valve attached. No blood was visible inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or holes were detected. The reported problems cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that linear 40cc iab (intra-aortic balloon) had a burst along the entire length of the balloon. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d9 (return to manufacture date, device available for eval), g3, g6, h2, h11. Corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes).